Manufacturer narrative:
Initial device evaluation has found no problem. Quick combo adapter and pads have been requested to be sent in for evaluation.

Event description:
The customer stated that the device did not recognize the pads that were placed on the patient's chest and the device went on asking to connect the cable. A back up device was used by the intensive care ambulance, and 12 shocks were delivered to the patient. Note 1: we have not been provided the patient identifer and weight information and do not expect to receive this information.